Event description:
It was reported to philips that the system's flexviewing computer had a problem, which can impact booting. The device was in clinical use at the time of reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned treatment/non-emergency treatment, and the procedure was completed as planned in another way because there was no problem with the flex vision monitor (only a flex spot problem). The philips field service engineer (fse) inspected the system onsite and confirmed that the system's flex viewing computer had a problem that could impact booting. Upon troubleshooting, the fse found a software problem. To resolve the issue, the fse reinstalled flex spot software and reconnected the flex viewing pc cables. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.